Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose reading was too high to be detected on the glucometer. It was stated that the customer was also vomiting prior to the event. No supplies were available to troubleshoot the insulin pump during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.